Event description:
"Rapid gas loss" alarms sounded once or twice then stopped and iabp continued without any further probelms. The iab was not returned to datascope for evaluation. The iab was used. (Multiple event to initial customer complaint number 97-00828) (event complications: unknown- reported 7/23/97.) (Pt's current status: unk - rpt's 7/23/97.)